Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced shocking following emi exposure; the patient had an unrelated gallbladder removal surgery in (B)(6) 2016. The patient stated that she feels sharp pain and shocking when she touches certain areas around her body; pain was also down the patient's legs. The shocking occurred in her inner thighs, down her legs, and in the implantable neurostimulator (ins) pocket. It was noted that the patient feels like she has a lot of metal in her body and there was a broken circuit. The patient also mentioned she had an incident when her arm hit her side and she felt a shock starting when the health care provider (hcp) took the stitches form her belly button; the patient had an unrelated laparoscopic surgery. The ins was turned off to see if the shocking stops. The patient noted she has an artificial ankle and knee. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.